Event description:
It was reported that after 26,971j with 5:50 minute, the fiber burnt through the end of the tip. The lateral lobes were initially a tight squeeze for the fiber, but no tissue accumulation or the presence of stones observed. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. There were no patient or user injuries.

Event description:
It was reported that after 26,971j with 5:50 minute, the fiber burnt through the end of the tip. The lateral lobes were initially a tight squeeze for the fiber, but no tissue accumulation or the presence of stones observed. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. There were no patient or user injuries.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device found that the fiber was broken within the outer flow tubing, near the metal cap. There was bending and crushing noted at the break location. The glass cap exhibited mild devitrification at the output window. The fiber was tested using the hene laser test fixture and the aim beam was observed at the break location. The outer flow tubing open end exhibits minor scratch marks. Based on the investigation findings, a cause code of unintended use error was assigned to this event as it is most probable that excessive bending resulted in the break observed.